Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with injection regain (1g; route, frequency, and duration not reported), injection tobramycin (40 mg; route and frequency not reported), and injection heparin 25000 iu (0.5ml; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Two days after the event onset, tobramycin was discontinued and the patient was switched to gentamicin (1g; route, frequency, and duration not reported) for peritonitis. At the time of this report, treatment with regain, heparin and gentamicin remained ongoing and the patient's recovery status and outcome of the event were not reported. No additional information is available.